Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for spinal cord stimulation - failed back surgery syndrome/ spinal pain. It was reported that the surgeon that did the patient's stimulator surgery hit a blood vessel. Patient stated she had an 8 in blood clot in her spine and they had to take her spine apart. Patient stated she has no on in her area to call or no one would return her calls. Patient stated no one seemed to care or want to manage her device. Caller was redirected to follow-up with healthcare provider. No further complications were reported or anticipated.